Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause due to lack of additional information.

Event description:
The customer received questionable results on ethanol gen 2 (etoh) for one patient sample. All results are in mg/dl. On (B)(6) 2013, a sodium fluoride sample tube was run for etoh. The original result was <0.0, accompanied by data flags. The sample was reported out as "below detectable limit". The operator questioned the result and ran a "red top" tube from the same sample draw, and received a result of 197.41. The customer deemed the result from the "red top" tube to be correct and called the amended result to the emergency room. There was no adverse event. On (B)(6) 2013, the sample from the sodium fluoride tube was poured into a sample cup and repeated for etoh. The repeat from the sample cup was 190. The customer also repeated the "red top" tube and got a repeat value of 193. The customer deemed the repeat results from the sample cup to be the correct results. There was no adverse event. The lot of etoh reagent in use was 67557001, with an expiration date of 09/30/2013. The field service representative found that the customer suspected the sample volume was low in the tube. When it was poured off in to the sample cup, the results were high, which repeated in duplicate runs. He checked the sample syringes and both the sample and reagent probes. He did mechanical and performance testing, which both passed.

Manufacturer narrative:
The information provided was evaluated and no issues with either the application or the reagent were identified. Qc prior to the event was within ranges. It was noted a sample mismatch could not be excluded.